Event description:
It was reported that an amia device experienced a max air exceeded alarm. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that there was a loose connection between the supply line of the amia disposable set and the supply bag which resulted in a fluid leak. Renal therapy services assisted the patient with ending the therapy session and removing the supplies. The patient would complete therapy by manual exchange. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.